Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported a touched position on the screen was observed to be out of alignment. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was confirmed.

Manufacturer narrative:
(B)(6).